Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6)-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had an in-office visit with their health professional and was diagnosed with a bilateral capsular contracture with baker grade ratings of iii and IV affecting the right and left breast implants, respectively. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00407 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6)-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had an in-office visit with their health professional and was diagnosed with a bilateral capsular contracture with baker grade ratings of iii and IV affecting the right and left breast implants, respectively. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00407 for the contralateral event.